Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation. See related medical device reports: 8030665-2013-00931, 8030665-2013-00932.

Event description:
A peritoneal dialysis patient's wife reported a fluid leak during patient's treatment. The patient's effluent was clear. The patient was administered prophylactic antibiotics. The patient did not have any health complications. The sample was discarded.